Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 20 mg/dl. The customer ate carbohydrates and was treated intravenously with fluids of saline. Reportedly, customer left the ER same day with the issue resolved and no permanent damage. Reportedly, intermittent occlusion alarms had occurred. During troubleshooting, tandem technical support (cts) discovered that the customer was using u-200 insulin. Cts informed customer that u-200 is off label per the user guide. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.